Event description:
During laparoscopic case the 5mm applied medical trocar/sleeve broke during the case. The top of the trocar came off. No visible pieces are missing from trocar. Due to the trocars being placed in patient prior to the event, staff unsure on whether this trocar is a reprocessed item or not. There are 3 first use trocar/sleeves and 1 reprocessed trocar/sleeve on the sterile field. No harm was done to the patient.